Event description:
It was reported that during a normal follow-up, high capture threshold, decreased r-wave sensing, and a decrease in lead impedances were noted. Fluoroscopic imaging showed the lead was dislodged. The lead was repositioned successfully. Patient condition was good after the procedure.